Event description:
On an unknown date, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient was hospitalized due to discomfort at the peg stoma. The nursing director reported that before going to the hospital, she could see the disc coming through the stoma. The patient was treated with keflex and augmentin due to the peg stoma infection. The plan was to replace the tubing on (B)(6) 2022.

Manufacturer narrative:
Reference number (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference record (B)(4) .

Event description:
Nurse provided peg lot # 32181120.